Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient¿s programmer displayed communication error 2501. It is unknown when the patient last charged or had stimulation. Troubleshooting was performed to no avail. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy restored post operatively.